Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump had alarmed insulin flow block during manual prime. She changed out the infusion set and the reservoir this morning and the issues persisted. A fixed prime was performed and the device alarmed again. Customer then was advised to remove the reservoir and manually push insulin using a plunger. Customer noted it was hard to push the insulin but it finally came out from the tubing. Customer was advised to change out the reservoir and perform the rewind process again and call back if issues persisted. Customer is not returning the reservoir for analysis.